Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized prior to death. The cause of death was unknown and it was not reported whether an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was approximately (B)(6) at the time of the event. The cause of death was reported to be due to cardiovascular disease. The patient was connected to the homechoice (hc) machine at the time of death and receiving dialysis therapy. An autopsy was not performed. No additional information is available. The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.